Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was treating a lesion in the lower extremity. During pre-dilatation with a 2.0x40mm armada 14 percutaneous transluminal angioplasty (pta) catheter, the balloon was pressurized; however, the balloon did not inflate and a cloud of contrast medium was observed, indicating a leak in the device. The device was removed from the anatomy and another armada 14 pta catheter was used successfully. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported leak, failure to inflate was confirmed due to a balloon rupture. Based on visual, functional and scanning electron microscopy (sem) analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.